Manufacturer narrative:
Following are the results of the eval conducted on the returned modified kugel patch. The pouch was found to have been opened starting at the chevron seal to almost all the way down to the bottom seal. The only portion of the pouch not opened was one corner of the bottom seal. There was nothing observed that would indicate that the pouch had been exposed to a force great enough to force the pouch open. Eval found that the heat seal was fully formed at one time. Due to the condition of the returned device the complaint could not be confirmed and no conclusions can be made at this time.

Event description:
The following was reported to davol by the user facility: during an unk case, the scrub nurse was preparing to open a modified kugel patch packaging onto the field when another operating room staff member noticed the package was already opened in the corner, it appeared the package seal had come apart; there were no tears or rips noted. The device was not used on the pt a second modified kugel patch was used with no packaging issues. It is alleged that the sterile barrier was breached, as a result an MDR is being filed to document this event.